Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the info provided, the cause of the reported event could not be determined. The review of the lhr (lot f1214504) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
It was reported by the aci sales professional that a (B)(6) female pt underwent an interventional coronary procedure on (B)(6) 2012. Access was obtained via a 6f sheath (unk model). A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site. Peri-procedure the pt was anticoagulated with heparin. The pt's act was noted as 233. Following the procedure, the tech who is trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that post closure a hematoma formed, distal to the access site. The hematoma was described as the size of the tennis ball. Manual pressure was applied for 15 mins, in which time the skin turned soft. A femostop was applied as a precaution. The pt was reported as fine. No further complications were reported.